Event description:
No harm to patient. While inserting a PICC, the safety component of the needle provided in the kit malfunctioned. The needle has a green portion that is moved to the tip of the needle (after it is used) to cover the point and avoid a needle stick injury. Usually the green portion locks on the needle tip. This time, the green portion came right off the used needle tip, thus exposing the dirty tip, nearly causing a needle stick injury.